Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarms, no motor movement or negligible movement. Retries to free a stuck motor failed alarms, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed saying pump detected unexpected movement in hall sensor counts. The patient¿s blood glucose level was 268 mg/dl at the time of the incident. The customer was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.